Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that after cleaning and disinfecting of the universal electric/battery double trigger handpiece, personnel in the sterile processing department discovered that the screws in the bottom of the device, where the attachments are connected, were loose. There was no report of patient injury associated with the event nor was there any delay in surgery time.